Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference # 1627487-2019-10598. It was reported that the stimulation decreases by itself due to high impedances. As a result, the patient may undergo surgical intervention.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the two s1 leads were implanted. The old s1 leads remained implanted and were not explanted due to scar tissue. The issue was resolved and therapy has been restored.